Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the pericardial effusion. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 4. One clip was implanted successfully, reducing mr to 1. After the steerable guide catheter (sgc) was removed, a pericardial effusion was noted. Pericardiocentesis was performed, approximately 100 ml of blood was aspirated. The patient was stable. It is the physicians opinion, the sgc may have caused the pericardial effusion. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of pericardial effusion, is listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A definitive cause for the reported pericardial effusion could not be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.